Event description:
The patient has 4 leads (3 from lot 4174030 and 1 from lot 3895342) implanted as part of her pns (off-label) system. Device 1 of 2, reference MFR report: 1627487-2015-15146. It was reported the patient experienced an infection at the peripheral lead site. Surgical intervention was undertaken and 2 peripheral leads were explanted. Cultures were taken however, the results have not yet been provided. It is unknown which 2 leads were explanted; therefore all possible lots are being reported.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot.  However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.